Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the patient was not receiving left sided coverage. Coverage was more dominant on the right. The reason that led to the event was unknown. The doctor suspected calcification of the ligamentum flavum on the left side of the thoracic spine at the lead site. Impedances were within normal limits and the rep reprogrammed. X-ray on the day of the report determined that the lead had right sided preference. The doctor was planning to add a percutaneous lead to the left side. No scheduled date but it was pending a CT scan of the thoracic spine. No surgical intervention occurred but one had been planned. The issue had not been resolved at this time. It was noted that the patient was implanted for post lumbar laminectomy syndrome and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.